Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed the longevity was shorter than expected. The device data was send and engineering analysis revealed the crt-d exhibited a dramatic power consumption increase the day after the device was implanted. Boston scientific technical services (ts) informed the device should be replaced. As result, the patient underwent a procedure wherein the crt-d was extracted and a new device was implanted. No additional adverse patient effects were reported.